Manufacturer narrative:
The reported issue poses a low risk to the patient because it would not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that companion 2 driver s/n (B)(4) supporting a patient displayed a "system malfunction" alarm. Cardiac output during that time was stable at approximately 6.5 liters per minute. The patient was switched to a backup driver without impact. The customer reported that after the patient was switched to the backup driver, companion 2 driver s/n 10067 passed a system check. The customer also reported that the "system malfunction" alarm was likely triggered by switching the patient too quickly after turning the driver on or not connecting the driver to wall air. The customer also reported that because of the sequence of events before the alarm and because it passed the system check, it was decided that the driver was safe for patient use, and the driver will not be returned to syncardia.